Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. There was an observation with the monolithic controlled release device that contains the steroid. The distal electrode of the lead with the monolithic controlled release device that contains the steroid was torn. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was unable to fully deploy/extend the screw on the lead. The lead was not use and a different lead was implanted instead. No patient complications have been reported as a result of this event.